Event description:
It was reported that the customer passed away. It was stated that ten days ago her husband had a severe hypoglycemic reaction. The customer was transported to the hospital and then he was in a rehabilitation care facility. Several days later the diabetes management consultant called and stated that the customer was wearing the insulin pump at the time he passed away. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.